Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that "the tip of an instrument broke off and could not be removed. No problems occurred first days and weeks after surgery. Approximately one month post-op, the tip migrated out of the pedicle". A revision was done to remove the tip.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.